Manufacturer narrative:
Historically, for complaints of this nature, examinations of the valves have revealed the accumulations of biological debris within the valves or catheters, which have resulted in blockages within the devices, restricting flow. Reviews of the device history records have confirmed that the valves have met specifications when released to stock. A follow up report will be filed if the investigation of this device reveals a result different from that which is stated above or if any further information regarding the cause or mode of failure is made available. Otherwise, the complaint is closed at this time.

Event description:
The affiliate reported that the device was implanted via l-p shunt. After implantation, it was noted that fluid did not flow through the device. As a result, the device was replaced. The setting pressures at implantation and replacement were unknown.

Manufacturer narrative:
Upon completion of the investigation, it was noted that the product code was 82-3842 not ns-9008 as previously reported. It was also noted that the proximal connector was not returned with the valve. Examination of the valve revealed the presence of biological debris within the device. This biological debris caused an occlusion in the device and caused the returned valve to fail the programming and pressure test, which appears to have caused the difficulty encountered by the customer. Review of the device history record confirmed the valve met specification requirements when released to stock. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.